Event description:
It was reported that the patient needed medical intervention due to hypoglycemia. Patient's mother reported there were 2 separate boluses (5 units each) that the patient could not remember programming but were delivered through the personal diabetes manager. The patient's blood glucose (bg) dropped below 70 mg/dl while wearing the pod. Patient had a seizure; mother called an ambulance and administered glucagon with juice. Paramedics arrived and checked patient's bg level, which had risen to 80 mg/dl. Paramedics left after one hour. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
In the case description, the user mentioned two 5u boluses occurring that the user did not program. The insulin history section of the returned device confirmed that two 5u boluses had been delivered on the date of occurrence. The bolus calculations from the 5u bolus at 3:25am showed that the 5u bolus was suggested and delivered based on a manual bg entry of 400 mg/dl. The bolus calculations from the 5u bolus at 4:08am showed that the bolus was suggested and delivered based on a manual entry of 5u by the user. Any bolus suggested by the bolus calculator must be confirmed by the user before the pdm will send the command to deliver the bolus. No issues with pdm functionality were observed during the investigation. Testing using an unused device confirmed that a manual entry of a 5u bolus had to be entered by the user and confirmed by the user on a separate screen before the bolus would be delivered. The pdm was found to function as intended.